Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently a revision procedure was performed on (B)(6) 2011 due to fracture of the locking bar. The locking bar was removed and replaced.